Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, clamp function testing, and integrity testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a titanium transfer set leaked at the connection to the titanium adapter (non-baxter product). This occurred during use at the hospital for peritoneal dialysis therapy. The transfer set and titanium adapter were both replaced, however, the leak was alleged by the physician to be due to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.